Event description:
It was reported that the patient received inappropriate shocks which induced vf (ventricular fibrillation), resulting in the patient receiving more shocks. Rv (right ventricular) lead dislodgement, poor sensing, and no capture at maximum outputs were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).